Event description:
During surgery the cement had no connection to the implant. Surgery prolongation 30 minutes.

Manufacturer narrative:
No baseline submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us.